Event description:
Complainant alleged that while attempting to defibrillate pt (age & gender unk) the device failed to discharge using defib pads. Complainant indicated that the pt subsequently expired.